Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation could not verify whether there was any system malfunction because the logs provided by the reporter did not correlate to the described case on the submitted complaint. A root cause could not be determined due to this insufficient information. The correct software case logs could not be obtained after multiple good faith attempts. The observed overall risk level is low which is lower than the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During an intra-op l5-s2a1 revision case, after an o-arm spin was performed and when attempting to transfer the scan to the robot, the system was stuck on the uploading screen and would not proceed or respond to any inputs. The system was then shutdown, the case re-opened and the lifesaver button was pressed, and a new snapshot was taken as nothing had moved on the table. The initial scan was deleted off the robot and the same scan from the o-arm was uploaded under a different file name. After the new scan was transferred to the robot via usb, the same issue persisted where it would get stuck on the uploading screen. At this point, the surgeon decided to abort robotic navigation and proceed with the case using fluoro.